Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. The lead was implanted in 1997 and the physician suspected a break in the insulation. The patient was scheduled for a device replacement and it was planned to replace the ra lead at that time. However, during the device replacement procedure, the patient and physician opted to not replace the lead. The ra lead was connected to the new device and remains in service. No adverse patient effects were reported.